Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's mother stated that the customer had experienced unexplained high and low blood glucose levels. She declined troubleshoot for both issues. She stated that the customer experienced low blood glucose levels twice in the last 30 days, followed by extreme high blood glucose; she advised that the high levels were most likely due to overcompensation of carbohydrates to account for the low glucose on the night prior to the call. The low blood glucose reading was 39 mg/dl. Upon admittance to the emergency room, the blood glucose reading was 600 mg/dl. She stated that the customer was trying to correct for the high blood glucose, but the levels were not coming down. She said that the customer began stumbling, fell over things, and began rolling her eyes back, leading up to the event. The customer was treated with saline. The caller advised she would call should the issue recur. None else reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.